Manufacturer narrative:
Zoll medical corporation evaluated the device and was unable to replicate the customer's reported issue. The unit underwent extensive testing including daily/weekly/monthly self-testing, on/off current testing, patient and circuit impedance testing, and shock testing using a test battery and test pads without duplicating the customer's report. An internal inspection found no contamination, corrosion or burns. Log review revealed error 0x20f, indicating sdram data integrity issues during self-tests. This error had been prompting for approximately 12 months prior to being reported. As a precaution, the main board and hv capacitors were replaced. The device was recertified and returned to the customer. No trend has been identified for reports of this nature.

Event description:
Complainant alleged that during functional testing, the device prompted a "hv charger test capacitor not holding charge" message. Complainant indicated that there was no patient involvement in the reported malfunction.